Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Samples were noted to have cracked barrels and fins were found in the returned samples. Both are known contributors to needle pull offs. The product is out of specification.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the suture separated from the needle. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.